Event description:
It was reported that during initial surgery the pulsavac not working unable to regulate saline. There was no patient harm/injury or surgical delay. There was no additional medical intervention required. The surgical technique for the product was utilized. Due diligence is complete, no further information is available. During device evaluation, the battery was leaking electrolyte.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2: foreign: singapore. Functional testing of the returned product found the device would not power on with the original battery pack nor when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. There did not appear to be damage to the wiring of the pack. Visual inspection of the interior of the handpiece found the plunger was stuck in place inside the plunger housing. The motor would power on when the electrodes were made to touch in both trigger modes when connected to the lab battery pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.